Event description:
It was reported that the patient expired. The cause of death was cardio-respiratory arrest. The primary cause of death was mentioned as infective endocarditis and, secondary cause was prosthetic aortic valve and aortic stenosis. Patient had a history of chronic mild ankle edema which has increased significantly. Patient had leg swelling and reported feeling chest pain with shortness of breath with exertion. Patient also had history of bacterial endocarditis back in (b)(64) 2015 and was recommended endocarditis prophylaxis. During follow-up few months post system implant, patient was doing well and pacemaker site was healed well with no signs of infection. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.